Manufacturer narrative:
Summary is corrected as below: this report is based on information provided by philips bench technician and philips senior manager medical office and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that the device was unable to analyze when in AED mode. The record reports the device was in use when the reported event occurred. The team resumed CPR after 43 seconds and allowed the machine to try analyzing again after 30 seconds. The patient was reported to have died. Philips bench evaluated the received device and determined no issues were occurring on the device when being analyzed in a simulated normal sinus rhythm. A patient event file (pef) was received and analyzed by senior manager medical office. Review of the pef confirmed that consistent with the technical investigation received, the patient had a non-shockable cardiac rhythm (asystole) throughout the case, with the detection algorithm concluding ¿no shock advised¿ in two instances. In the segments of the case where the algorithm was unable to analyze the patient¿s cardiac rhythm, it was due to the presence of artifact in the ECG signal. The most likely root cause of the artifacts was patient movement and/or CPR compressions during analysis. The instructions for use (IFU) indicate: ¿¿ if artifact interferes with analysis, the device alerts you and attempts to continue analyzing. If artifact persists and the device announces that the ECG can¿t be analyzed, it enters a pause period. While paused, analysis is suspended. Check that the pads are making proper contact with the patient¿s skin and minimize movement. Analysis resumes automatically in 30 seconds or when you press the [resume analyzing] soft key. You should always use the analyze function to determine if a rhythm is shockable.¿ based on the information available and the testing conducted, the cause of the device being unable to analyze in AED mode was due to the presence of artifact in the ECG signal (patient movement, CPR compressions) caused by the user. The reported problem was confirmed in the pef review. A clinical harm review was performed and the event is assessed as not related to the device in this case. The patient remained in a non-shockable rhythm throughout the duration of the event. Philips bench evaluated the received device and determined no issues were occurring on the device when being analyzed in a simulated normal sinus rhythm. Pef review confirmed that segments of the case where the algorithm was unable to analyze the patient¿s cardiac rhythm were due to the presence of artifact in the electrocardiogram (ECG) signal (patient movement, CPR compressions) caused by the user. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the defibrillator/monitor indicating the device could not analyze when in AED mode. This has occurred in clinical use while attached to a patient. The patient died. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model# 861290) and will be reported in the united states under device model# 861290.

Manufacturer narrative:
Philips bench evaluated the received device and determined no issues were occurring on the device when being analyzed in a simulated normal sinus rhythm. A patient event file (pef) was received and analyzed by product support engineering (senior manager medical office). Review of the pef confirmed that consistent with the technical investigation received, the patient had a non-shockable cardiac rhythm (asystole) throughout the case, with the detection algorithm concluding ¿no shock advised¿ in two instances. In the segments of the case where the algorithm was unable to analyze the patient¿s cardiac rhythm, it was due to the presence of artifact in the electrocardiogram (ECG) signal (patient movement, CPR compressions). Based on the information available and the testing conducted, the cause of the device being unable to analyze in AED mode was due to the presence of artifact in the ECG signal (patient movement, CPR compressions). The reported problem was confirmed in the pef review. A clinical harm review was performed and the event is assessed as not related to the device in this case. The patient remained in a non-shockable rhythm throughout the duration of the event. Philips bench evaluated the received device and determined no issues were occurring on the device when being analyzed in a simulated normal sinus rhythm. Pef review confirmed that segments of the case where the algorithm was unable to analyze the patient¿s cardiac rhythm were due to the presence of artifact in the electrocardiogram (ECG) signal (patient movement, CPR compressions). It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.